Manufacturer narrative:
(B)(4) follow up: a needle breakage was reported. As a physical sample was not returned, a thorough sample evaluation could not be performed. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a syringe with a needle hub attached. No additional information could be obtained from the photograph alone. A device history record (DHR) review was conducted for material number 305106, lot 3334821. The review did not identify any quality issues during the manufacturing process that could have contributed to the reported condition. No related quality notifications were found, and all production processes and final inspections were performed in accordance with specification requirements. To date, no similar complaints have been reported for this lot. Based on the available photograph, the reported symptom has been confirmed. However, due to the absence of a physical sample, a probable root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported broken needle. Event description: material # 305106, batch # 3334821. On (B)(6) 2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci - broken filter needle. The office staff reported the following: ¿the needle broke off the syringe when the physician was attempting to switch needles while preparing an eylea hd dose on (B)(6) 2025. She explained the plastic part at the base of the syringe where the needle attaches broke off when the physician went to ¿twist or pull¿ the filter needle off.¿